Manufacturer narrative:
Supplemental report submitted to update b5, b7, and h6. Per the medical records provided by the facility, approximately 5 years and 7 months post implantation of a 23mm sapien xt valve in aortic position, the patient was admitted for heart failure symptoms. It was noted that the ejection fraction (ef) had declined to 30%, the patient had significantly elevated gradient across the xt valve (41 mmhg) with trace paravalvular leak; the patient also was found to have moderate-severe mitral regurgitation (mr), and moderate-severe tricuspid regurgitation (tr). The patient was diagnosed with severe aortic stenosis of the bioprosthetic valve. It was decided to perform a valve in valve (viv) procedure. 4 months later the patient underwent a tavr viv procedure with a 23mm non-edwards valve. There were no procedural complications. The patient tolerated well the procedure and was discharged home in stable condition on post-operative day 2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the cause of the aortic stenosis is unknown; however, may be due to the patient¿s factors (history of renal failure and multiple valves disease) and progression of the patient's underlying disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification that a patient with a 23mm transcatheter valve, underwent a valve in valve procedure after an implant duration of 5 years and 11 months due to severe stenosis. A non-edwards corevalve was implanted. There were no procedural complications and the patient was doing well post procedure. The patient was discharged home in stable condition with symptoms improved and decreased o2 requirements on pod#2.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
The investigation is still in progress.

Event description:
Edwards received notification that a patient with a 9300tfx 23mm sapien xt valve, underwent a valve in valve procedure after an implant duration of 5 years and 11 months due to stenosis. A non-edwards corevalve was implanted. The patient was doing well post procedure. D/c home, symptoms improved, decreased o2 requirements.